Event description:
On (B)(6) 2013 review of the patient¿s programming history revealed that on (B)(6) 2008 a faulted system diagnostics test occurred that changed the patient's settings to: output = 1.0 ma/ frequency = 20 hz/ pulse width = 500 microseconds/ on-time = 30 seconds/ off-time = 60 minutes/ magnet output = 1.0 ma / magnet pulse width = 500 microseconds/ magnet on time = 30 seconds. At that time the settings were not fully corrected; patient left the office at: output = 1.50 ma / frequency = 20hz/ pulse width = 500 microseconds/ on-time = 30 seconds/ off-time =60 minutes/ magnet out put = 1.75 ma/ magnet pulse width = 500 microseconds/ magnet on time = 30 seconds. No adverse events were reported to have occurred due to this settings change.

Manufacturer narrative:
Analysis of programming history.